Manufacturer narrative:
Batch review performed on 13 december 2018. Lot 163571: (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to the stem subsiding, 8 months and a half after primary surgery. The surgeon revised the stem and head and the surgery was completed successfully.